Event description:
Customer reported a blood tubing was broken. No additional info was available.

Manufacturer narrative:
(B)(4). The customer's experience of broken blood tubing was confirmed. The set was received with the quick spike separated from the pvc tubing. Visual inspection under microscope shows insufficient solvent was applied at this engagement. The root cause of this failure was identified as a mfg issue due to insufficient solvent. The lot number was not identified. Review of the mfg database for a year period (one year prior to the notification date), for the involved model number, did not identify any quality issues for the reported failure mode during production build.